Manufacturer narrative:
(B)(4). Concomitant product: dilatation catheter: tenku 1.2x6mm, 2.0x12mm. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a totally occluded lesion in the distal left anterior descending artery. During advancement, when the progress 200t guide wire crossed the lesion, strong resistance was noted with the tenku balloon catheter, inside the guiding catheter. The resistance was felt during advancement and removal. The progress 200t was changed to a non-abbott guide wire, and the tenku was used without resistance. There was no issue with the tenku balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Physician comment: the progress 200t guide wire might have been expanded by the patient's blood.